Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance that resulted in lead safety switch (lss). As a result, there was noisy signals that were oversensed and there was pacing inhibition. The patient experienced an asystole. It was later discovered that the lead was fractured. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.